Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set had air; further described as "blood tubing line had pulled air". This was observed during patient use. The tubing was removed from the pump in an attempt to expel the air. After the tubing was reinserted and the pump was restarted, blood started leaking from the end of the tubing. The infusion was stopped to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.